Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 the tines on ria2 reamer heads broke off in the im canal twice during an I&d for a tibia. A second reamer was opened to finish, but that also broke. Std flex reamers were used to finish the case. There was a surgical delay of 30 minutes. The procedure was successfully completed. There was generation of fragments. Attempts were made to remove fragments but failed. Fragments are still inside the patient. Additional x-rays were taken during removal efforts.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument, manufacturing date: 04-may-2023, expiration date: 31-mar-2033, part number: 03.404.018s-us, 11.0mm reamer head for ria 2-sterile, lot number: 5861p54 (sterile). Device history review: a manufacturing record evaluation was performed for the finished device with batch number: 5861p54. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.